Event description:
The pt was implanted with a siltex saline mammary prosthesis on 10/22/97, subsequently the prosthesis flipped over in the pocket and the posterior aspect of the device was on the anterior position.